Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 04/30/2026 that dr. (B)(6). Reported a glidewell ht implant failed. On (B)(6) 2025, a 67-year-old male patient presented for implant placement on tooth position #30. The patient returned after the final prosthesis delivery without any symptoms and upon examination, the provider determined that the reported implant failed to osseointegrate. The device was explanted on (B)(6) 2026. There was no report of permanent patient injury or additional medical/surgical intervention.